Event description:
It was reported, dr was inserting a locking screw and the head of the screwdriver shaft snapped off, even after he was told that it might snap off, he was not using the torque limiter which should have prevented this. Nothing in pt. Tightened the screw down with regular hand held screwdriver, had that in the set.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.